Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 10/04/2016 that on (B)(6) 2016, the sensor wire had detached. The sensor was inserted at the abdomen on (B)(6) 2016. Reportedly, the patient removed the transmitter prior to removing the sensor pod. No additional event or patient information is available. No product or data were provided for evaluation. The reported detached sensor wire could not be confirmed. A root cause could not be determined. Labelling indicates: do not remove the transmitter before removing the sensor pod from your body.